Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. On the basis of the evaluation of the returned delivery system, the reported event could be confirmed. The stent was not returned as it remains implanted. The distal part of the inner catheter was found to be fractured. The distal end of the inner catheter including tip was not part of the sample return as it remains in situ. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The reported removal difficulties and subsequent breakage of the inner catheter may be related to increased friction between guide wire and guide wire lumen or to increased friction between vessel wall and inner catheter and tip. Increased friction may be related to a difficult vessel anatomy. The tracking path was reported to be calcified and the tip got stuck in a narrowed section of the vessel. As reported, the anatomy was narrowed although a pre-dilation had been performed. On the basis of the information available, a definite root cause for the reported event could not be determined. The IFU supplied with this product indicates that the device is contraindicated for patients with highly calcified lesions resistant to pta. The IFU states that the device must be flushed with saline prior to use. Also the IFU states: "if resistance is met while retracting the delivery system over a guide wire, remove the delivery system and guide wire together." Furthermore, the IFU states: "examine the stent and delivery system device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used." Updated/corrected data. Reportability category has changed from malfunction to serious injury.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any patient details. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014.

Event description:
It was reported that the vascular stent was placed in the pre-dilated distal sfa. There was area of the pre-dilated segment that allegedly was not completely opened and it was difficult to remove the delivery system from the patient as it was getting stuck in that area. Finally, the system could be retrieved but the tip of the system was dislodged and remained in the patient. It did not move and therefore; it was decided to leave it as it is. No patient injury was reported.